Manufacturer narrative:
(B)(4).

Event description:
Revision surgery - metal on metal implant. The metal spun out of the plastic sandwich.

Manufacturer narrative:
The reason for this revision surgery was to clear the metal that had spun out of the poly liner after 9 years, 0 months, 17 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was reported to have been sent out for an FDA study and was not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr # 6586 documents an oversized profile dimension (spec: 1.6168±.0037 varies in the rage 1.6210 /1.6227). All the seven affected parts were accepted per the justification, "variation will not affect the function. Dimension at this location can be 1.629, before line to line condition occurs. R&d to review print tolerance". This dimension does not affect the assembly of the metal inlay to the poly liner. This nonconformance had no impact on the failure mode of this complaint. A review of the product complaint report history showed there have been 9 prior complaints against this part number. This is the first complaint from this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.